Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was running 8 hours slow. The time and date were corrected. The reporter confirmed that the time and date were remaining with battery changes. The reporter tried removing the battery and confirmed that the time and date on the verify screen were correct. The reporter stated that it was unknown how the pump got 8 hours slow. This report is made based on the allegation that the pump was running 8 hours slow without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. The pump was exercised for 24 hours. The battery was removed and the pump was left without power for 24 hours. When the pump was powered back on, it had appropriately maintained the time and date. The complaint could not be confirmed or duplicated on investigation.